Manufacturer narrative:
Sections were updated to reflect additional information received for this reported event. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the assembly of this lot. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a pt was diagnosed with peritonitis on (B)(6) 2015 after reporting abdominal pain. His effluent was cultured and grew gram positive bacilli. He was treated with 100 mg gentamicin, 1g vancomycin, 3x a week via intraperitoneally (ip). The pt was not hospitalized for the infection. There was no known malfunction or breach of sterile pathway associated with this event. At the time of the report the pt was still undergoing treatment fot he peritonitis and his last dose is scheduled on (B)(6) 2015. On (B)(6) 2015 the pt's effluent will be cultured again.